Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and seroma-late.

Event description:
Patient reported left side "fibrous tissue capsules with foreign body type gigantocellular reaction and lymphocytic inflammatory infiltrate", radial folds, small amount of liquid, isolated punctate calcifications. The device remains implanted.

Event description:
Patient reported left side "fibrous tissue capsules with foreign body type gigantocellular reaction and lymphocytic inflammatory infiltrate", radial folds, small amount of liquid, isolated punctate calcifications, fear of developing alcl, depressed due to the situation, "it's like a nightmare". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.3., b.5.